Manufacturer narrative:
Literature article: the case which the percutaneous closure for pvl was undergone for extensive pvl associated with labile annulus occurred on the prosthetic valve in mitral position investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "the case which the percutaneous closure for pvl was undergone for extensive pvl associated with labile annulus occurred on the prosthetic valve in mitral position", was reviewed. The article presents a case study of a 70-year-old female patient with a history of multiple thoracotomy procedures. It was reported that on an unknown date, an unknown amplatzer duct occluder ii (ado ii) was chosen for procedure with an unknown delivery system to occlude a paravalvular leak associated with an unknown mechanical heart valve. It was reported the ado ii was successfully implanted. A second ado ii was also chosen for implant. While advancing the second ado ii in the left atrium, it was reported the delivery sheath unintentionally hitched up the annulus and caused the first ado ii to embolize into the left atrium. The procedure continued to implant the second ado ii followed by three more ado ii devices resulting in four total implanted. It was then decided to explant the first ado ii that embolized via transcatheter snare. The patient's mitral regurgitation improved from grade IV to ii after procedure. [(B)(6).]

Manufacturer narrative:
As reported in a research article, an unknown amplatzer duct occluder ii (ado ii) was chosen for procedure with an unknown delivery system to occlude a paravalvular leak associated with an unknown mechanical heart valve. A second ado ii was also chosen for implant, during which the delivery sheath unintentionally hitched up the annulus and caused the first ado ii to embolize into the left atrium. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Information from the field indicated that the devices were used off label. Please note per the instructions for use, "the amplatzer¿ duct occluder ii is a device intended for the occlusion of a patent ductus arteriosus.